Event description:
It was reported via repair work order that the load wheel horn was broken which will affect loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.